Manufacturer narrative:
Analysis on the suspect computer for the navigation system was completed by medtronic personnel. The computer was found to show a sr manager error before the application launch screen would load. The error also appeared to have an error when starting the ear, nose & throat (ent) program within the navigation system. The logs for the navigation system was reviewed by medtronic personnel. The log analysis found that an invalid record in the file system journal was present. However, the representative could not confirm the reproducability of the issue as testing passed outside of the sr manager failures.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. The representative reported that the computer for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer for the navigation system has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system became unresponsive. The navigation system became unresponsive at the planning portion of the planning software. When restarting the system, a sr manager error appeared when attempting to select the cranial application software. No additional information was provided. There was no patient present when this issue was identified.